Event description:
During a rotator cuff repair and suture study, the white suture broke. After the second anchor was implanted, the green suture was not needed so it was removed. The white suture broke as the surgeon was sliding the knot. The anchor was removed, the green suture was placed back on the anchor which was re-inserted. The green suture broke when the surgeon was sliding the knot and the anchor was left imbedded in the pt's bone. No pt injury or complications were reported.